Event description:
It was further reported that a loss of power alarm/no power alarm did not occur; the alarm that sounded with the message "connect to power source" was reported to be a power disconnect alarm. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI related data quality updates only. Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a loss of power alarm. Upon the patient's arrival at the hospital, they mentioned experiencing the alarm message 'connect power to source' at home, which was not active during their hospital visit. An inspection of the connectors by the healthcare provider (hcp) revealed the presence of dirt resembling concrete or cement dust around the outer parts of the power connectors and data connector. However, the pins were found to be clear and undamaged. The decision was made to clean the dust around the connectors. Throughout the process, both during disconnection and reconnection, all batteries were consistently recognized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) was not returned for evaluation. One (1) controller (B)(6) and six (6) batteries (B)(6) were returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal visual inspection of the batteries revealed no anomalies. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection and visual evidence provided by the site revealed contamination in the serial port, within, power ports, and around the housing near a power port. In addition, internal visual inspection revealed a crack on a standoff post within the controller housing. The observed crack is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post cracks was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA: pr00517125 is investigating this issue. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several momentary disconnections involving (B)(6); the momentary disconnections may explain the reported "power disconnects." Log file analysis revealed four (4) controller power up events with associated pump start events were logged on 29/nov/2023 at 16:11:50, on (B)(6) 2023 at 14:46:00, on (B)(6) 2023 at 21:57:55, and on (B)(6) 2023 at 02:12:09, indicating losses of power to the controller. The controller was without power for eight (8) seconds, thirteen (13) seconds, nine (9) seconds, and seven (7) seconds, respectively. No anomalies were recorded leading up to the first loss of power. Momentary disconnections were recorded leading up to the remaining losses of power. Log file analysis revealed motor start events recorded on 11/feb/2022 at 10:23:40, on 21/aug/2022 at 00:38:07, on 29/nov/2023 at 16:11:50, on 25/dec/2023 at 14:46:08, on 26/dec/2023 at 21:58:03, and on 27/dec/2023 at 02:12:17 and 04/jan/2024 at 09:23:43, in which the motor start parameters were atypical. Review of the alarm log file revealed two (2) low flow alarms were logged on (B)(6) 2024 at 09:15:22 and 09:17:40. Additionally, one (1) vad disconnect alarm was logged on (B)(6) 2024 at 09:22:34 indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. The observed low flow alarms are additional findings not related to the reported event. The reported loss of power, foreign material in the controller, "power disconnect" event and atypical motor start parameters finding were confirmed. The associated batteries were lubricated prior to release. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA: pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA: pr00574181 and the available information, the most likely root cause of the momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. The most likely root cause of the reported contamination event can be attributed to the handling of the device. Additional products: (B)(6); d9: yes, return date: 25-jan-2024; h3: yes; (B)(6); d9: yes, return date: 25-jan-2024; h3: yes; (B)(6); d9: yes, return date: 25-jan-2024; h3: yes; (B)(6); d9: yes, return date: 25-jan-2024; h3: yes; (B)(6); d9: yes, return date: 25-jan-2024; h3: yes; (B)(6); d9: yes, return date: 25-jan-2024; h3: yes; (B)(6); h3: yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited multiple unexpected losses of power. It was stated that the batteries were not providing power while attached and charged, and there was "massive dirt" around the power ports. Review of log files revealed multiple motor starts with parameters above the typical range. This device is included in the subgroup 3 population for delay or failure to restart. The patient was admitted, and the controller and batteries were exchanged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6)UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-may-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 04-may-2023 h5: no d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-mar-2021 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 26-mar-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.